Event description:
Info received indicates the brake/steer caster engaged during transportation.

Manufacturer narrative:
The tech found the caster mechanism used to stop the caster from swiveling, whilst the brakes are engaged, was badly worn which meant the casters were not correctly engaging when the brakes were applied. The brake pad on the caster was adjusted to repair the bed.